Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt was utilizing a standard homechoice set in combination with two pt extension lines which were not connected until after the prime cycle was already completefd. The home pt also neglected to open the clamp on the pt line of the homechoice set while the prime cycle was in progress. Baxter's technical service center assisted the home pt in ending therapy early. The home pt then started a new therapy using the same supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.